Event description:
During a routine shift check by a clinician, the deice displayed a "defib fault 78" message.there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.